Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when starting thyroid surgery after the neurological monitoring endotracheal tube was inserted, when the cuff w as being inflated, it leaked and could not be inflated. 5 ml syringe was used and 5 ml air used to inflate cuff. After anesthesia induction according to the process, a 7mm neurological monitoring endotracheal tube was inserted into the patient's trachea. When pre-paring to inflate the cuff to seal the airway, it was found that the cuff could not be inflated. This situation caused the surgery to be temporarily interrupted. In order to maintain the patient's oxygen supply, the anesthesiologist used manual assisted ventilation and replaced it with the spare endotracheal tube at the same time. After the replacement, the patient's ventilation returned to normal and the surgery continued. There was no patient impact.

Manufacturer narrative:
H3: visually, a distal portion of the cuff balloon was adhered to the tube upon return. Functionally, however, while inflating the cuff with 20cc of air from a syringe, the adhered portion of the cuff unadhered and properly inflated. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. The cuff and pilot balloons were manipulated, and no leaks were observed and the pilot balloon inflated as intended. In the returned condition, there was an out of specification condition that was related to the complaint ¿ the cuff balloon was adhered to the device upon return. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.